Event description:
It was reported that there was noise on the remote monitoring transmission. It was noted that the noise occurred the same time each day suggesting possible electromagnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.